Event description:
The telemetry transmitter kept coming up no telemetry, which meant the battery connection was bad. The battery clip is loose where it causes intermittent failure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).